Event description:
It was reported that the ilet touchscreen became unresponsive on the slide-to-unlock screen, preventing device unlocking and subsequent actions. The reported device problem was an unresponsive key/button, and the affected component was the touchscreen. Customer care provided support that included communication with the user in arranging device return and replacement logistics. Investigation of this case revealed a software problem was identified in relation to the touchscreen, consistent with an unresponsive key/button behavior. No clinical signs or symptoms, reported during the event. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.